Manufacturer narrative:
A ge service representative performed an on site investigation. The report malfunction could not be duplicated. However, the voltage was adjusted on the power supply and the printer circuit boards were reseated. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an unusual image then shut down. No report of patient injury.